Manufacturer narrative:
Literature citation: (B)(6). Case report: peri-device leakage after percutaneous left atrial appendage occlusion: plug, clip, or amputate? Eur heart j case rep. 2023 jan 3;7(1):ytac494. Doi: 10.1093/ehjcr/ytac494. Pmid: (B)(4) pmcid: (B)(4). Date of event- estimated based on timeline in literature article. Implant date - estimated based on timeline in literature article. Explant date - estimated based on timeline in literature article.

Event description:
Reported via journal article. It was reported that a cerebral vascular accident (cva) occurred, and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. A pulmonary vein isolation (pvi) procedure was also re-done due to the recurrence of paroxysmal atrial fibrillation and a transient ischemic attack (tia). This was performed three months after the initial pvi procedure prior to implantation of the watchman laa closure device. One day prior to the procedure, acenocoumarol was stopped and low-molecular-weight heparin (100mg per day) was started. Three months post procedure, transesophageal echocardiography (tee) showed less than 3mm peri-device leakage, which was considered as a successful implant. The patient was then subsequently maintained on clopidogrel (75mg per day) and aspirin (80mg per day). After three months on this medication, the patient then remained on only aspirin (80 mg per day). Approximately two years post procedure, the patient experienced a cva as well as multiple atrial fibrillation occurrences. The patient then switched from aspirin to clopidogrel (75 mg per day). The patient experienced another cva one year after the most recent cva and was maintained on dabigatran (300 mg per day) in response. A tee was performed one week after the most recent stroke, which revealed a peri-device leak of greater than 7mm. The patient then underwent percutaneous closure with a second non-boston scientific (bsc) closure device. One day prior to this procedure, the rivaroxaban was stopped, and aspirin (80mg per day) was initiated. Peri-procedurally, the leak appeared to be successfully treated with additional plugging. One day post percutaneous closure procedure, the patient experienced another cva while on clopidogrel (75mg per day) and rivaroxaban (20 mg per day). During the one-month follow-up appointment following the percutaneous closure procedure, persisting peri-device leakage of 4mm was noted on tee. The patient also developed an amiodarone-induced hyperthyroidism. The patient in addition was noted to have experienced persisting side effects from direct oral anticoagulant (doac) usage and preferred to discontinue its use. Due to the progressive symptoms of atrial fibrillation after discontinuation of amiodarone and patient's preference to discontinue doac, the patient underwent a cox maze IV procedure, including amputation of the laa with both devices. Three days prior to this surgery, the patient stopped rivaroxaban and continued aspirin (80 mg per day). Intraoperatively, examination of the laa showed no signs of clots, complete endothelialization of the watchman device and a device-laa ostium mismatch of approximately 4 mm. Post-operatively, the patient was maintained initially on heparin (0.3 ml/day), acenocoumarol (target inr: 2.5 to 3.5), and aspirin (80 mg/day). On the first post-operative day, the patient developed right-sided paresis which was attributed to recurrent ischemia of the left hemisphere, which recovered within the next month. In the following weeks, heparin was stopped, and the patient remained on clopidogrel (75 mg/day) and acenocoumarol (target inr: 2.5 to 3.5). After three months, only acenocoumarol was continued. Six months following the surgery, the patient experienced another tia. In the following two years, the patient remained free of any cerebrovascular accidents or recurrence of atrial fibrillation.